Manufacturer narrative:
B3-date of event is estimated. "The event of inoperable ipg was reported to abbott. The ipg was explanted and replaced due to ipg reaching end of life. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein ipg was explanted and replaced to address the issue.